Event description:
Bausch & lomb surgical received info that a pt sustained corneal clouding following cataract surgery. The pt will require a corneal transplant. It is unknown if the corneal transplant has been performed. It is unknown if the catalyst unit caused or contributed to the corneal clouding.